Manufacturer narrative:
Additional information manufacturer narrative: the customer reported that the transmitter battery overheated. The patient noticed that before the transmitter was attached with lead wires it was starting to get warm. No patient harm reported. Transmitter was swapped out with another transmitter. Customer was sent an exchange unit. The device was evaluated and the batteries required for this investigation were not returned. New batteries were inserted into the unit and heating could not be duplicated. Inspection of the negative contacts shows resin melting at the spring which per an nkc investigation on a similar incident is indicative of improper battery insertion. Nihon kohden will submit a supplemental report if additional information becomes available.

Manufacturer narrative:
The customer reported that the transmitter battery overheated. The patient noticed that before the transmitter was attached with lead wires it was starting to get warm. No patient harm reported. Transmitter was swapped out with another transmitter. Customer was sent an exchange unit. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the transmitter battery overheated. The patient noticed that before the transmitter was attached with lead wires it was starting to get warm. No patient harm reported.